Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 5 year post implantation, the patient was revised due pain, swelling, rom issues, elevated inflammatory markers, and elevated white blood cell count. During the revision, necrosis and cyst formations were noted. Infection was not able to be identified through lab work and intraoperative findings. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Revision op notes were reviewed and identified that the patient had underwent a revision due to suggestive septic joint or osteomyelitis. During the revision, it was noted that there was cystic formation in the proximal tibia when the tibial component was removed. There was also fragments of apparent synovium with extensive fibrinoid necrosis, vascular proliferation and mild acute and chronic inflammation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.